Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, and a bubble under the dso seal. A review of the event history log found a low pressure alarm along with a 46876 error code. Functional testing duplicated the reported problem. It was determined that the out of specification uso sensor was the root cause. The mainboard was exchanged. The service history review identified no indication that the complaint was related to a service of the device within the review period. D4: UDI: and g4: 510k are unknown.

Event description:
It was reported the device exhibited an under-pressure alarm. There was unknown patient involvement.